Event description:
It was reported a cerebrospinal fluid (csf) occurred while the physician was placing a lead. Postoperatively, the patient indicated having a headache. The investigation did not determine which lead caused this issue. Surgical intervention was undertaken and the system was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.